Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. Customer declined technical supports offer to troubleshoot. No additional information was provided.